Event description:
Product complication: none. Time of complication: during hospitalization, start date in 2005 with an unknown stop date. Patient discharged 5 days later. Symptoms: chest pain, st changes, ischemic changes, nausea, low hgb, and a temperature. It was reported that the pt experienced an mi (myocardial infarction). The pt developed chest pain, radiating to the back, relieved with medication. Also the pt experienced nausea, st changes and a temperature. The patient was given 2 units rbc's for low hgb. Patient's urine culture was positive for uti and medication was ordered. Cariology consult indicated ischemic changes consistent with a small mi. The event resulted in prolonged hospitalization with patient's outcome improved. No additional information was available.